Manufacturer narrative:
Investigation conclusion: the customer¿s report that ferric gluconate was programmed as a secondary infusion at a rate of 250ml/hr with vtbi of 270ml and a primary infusion of 100ml ns flush was programmed at a rate of 100ml/hr with vtbi 50ml, was expected that the ferric gluconate to be infused for 2 hours but was delivered in 1 hour and 15 minutes could not be confirmed as reported or replicated. Log analysis results identified that on (B)(6) 2020 at 08:57:35 am, a primary infusion was programmed to infuse drug ID 1 (maintenance IV fluid) at a rate of 50ml/hr with a vtbi of 50ml and a secondary infusion to infuse drug ID 96 (ferric gluconate na) to at a rate of 135ml/hr with a vtbi of 270ml. The total calculated infusion duration was for 3 hours. During this time frame, the pump module alarmed for an air-in-line event and was restarted approximately 2 minutes after the alarm. The pump module alarmed for a second air-in-line event. The pump module was channeled off at 09:52 am on (B)(6) 2020. The total volume infused between (B)(6) 2020 at 8:57 am and (B)(6) 2020 at 09:52 am was recorded to be 116.783ml with the duration of approximately 55 minutes. The actual infusion bag/container volume could not be determined from the event logs. It is unknown why the infusion was manually ended before the expected volume to be infused (270ml) was delivered. Device inspection: the inspection process performed on pump module s/n (B)(6) found it to be in fair condition. The inspection and testing process performed on the pump module found no existing malfunctions or irregularities, and the pump module to be infusing within specification. No infusion bag/container or primary administration set was received for inspection. Root cause analysis: the root cause of the customer¿s report that ferric gluconate was programmed as a secondary infusion at a rate of 250ml/hr with vtbi of 270ml and a primary infusion of 100ml ns flush was programmed at a rate of 100ml/hr with vtbi 50ml, was expected that the ferric gluconate to be infused for 2 hours but was delivered in 1 hour and 15 minutes was not identified. Instead, the log review displayed that the reported medication programming details for the secondary infusion were set at a rate of 135ml/hr with a vtbi of 270ml which the calculated duration is 2 hours. Device history review: a review of the device history record showed the device had a manufacture date of 05may2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was received for evaluation.

Event description:
It was reported that ferric gluconate was programmed to infuse as a secondary infusion a rate of 250ml/hr with volume to be infused (vtbi) 270ml per bag. The primary infusion was 100ml ns flush bag programmed at a rate of 100ml/hr with vtbi 50ml. Ferric gluconate should have ran for 2hrs but both bags infused in an hour and 15mins. Although requested, no additional information was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that ferric gluconate was programmed to infuse as a secondary infusion a rate of 250ml/hr with volume to be infused (vtbi) 270ml per bag. The primary infusion was 100ml ns flush bag programmed at a rate of 100ml/hr with vtbi 50ml. Ferric gluconate should have ran for 2hrs but both bags infused in an hour and 15mins. Although requested, no additional information was provided.